Event description:
It was reported that during a ventral laparoscopic procedure that the second salute ii device used fired three candy cane/straight shaped constructs. Two of the three constructs were removed without incident from the pt fascia. One construct was not removed.

Manufacturer narrative:
The subject prod has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.